Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 42532006702; tibia cemented 5 degree stemmed right size d; lot#: 63749592. Item#: 42522400511; articular surface fixed bearing (ps) right 11 mm height; lot#: 63389417. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as devices were acquired by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00037.

Event description:
It was reported a patient underwent a knee arthroplasty approximately 3.5 years ago. Subsequently, was revised on due to femur and tibia becoming loose.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.